Manufacturer narrative:
(B)(4). Title: efficacy and safety thermal source journal of hepatology, volume 70, 2019 (848-849). If information is provided in the future, a supplemental report will be issued.

Event description:
According to literature source of study performed (B)(6) 2014 (B)(6) july 2018, 163 patients were treated and 86 patients met the inclusion criteria. The author reported that there were 14% complications including decompensation of cirrhosis 2.3%.